Manufacturer narrative:
The bactiseal catheter kit was not returned for evaluation and lot number 4629160 showed a non-conformity that had no link to this complaint. Failure analysis - the packing slip show product was not expired upon time of shipping. Expiration year is 2021 (complaint reported in july 2020). Product is still fit for use. Root cause cannot be determined as product is not expired.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. Other mfg report number: 3013886523-2020-00031. A facility reported the bactiseal catheter kit was expired when received. No patient contact/injury reported and the event did not led to surgical delay.